Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the hip/buttocks for 72 hours. The site was painful, red and swollen. Patient visited the diabetologist the following day on (B)(6) 2025. The pod was removed and was prescribed prazosin ointment instructed to be applied 3 times a day. The site worsened over the next few days and an abscess formed. The patient went to (B)(6) hospital, located at (B)(6) germany and scheduled an appointment for surgery. The abscess was surgically removed on (B)(6) 2025 and the patient was discharged from the hospital after 27 hours. Patient was in recovery for 2 weeks. A 1 cm hole remained where the abscess was at the time of reporting.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.